Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an elevated capture threshold was noted on the atrial lead with no capture unipolar. The atrial lead was explanted and replaced. Patient did well before and after the procedure.